Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and reported that her blood glucose (bg) levels had been running in the "400 mg/dl" range for the past 3 days. The patient also reportedly had been vomiting and not feeling well although she denied being sick. Her usual range is reportedly around "125 mg/dl." Through troubleshooting, the animas representative involved in this contact determined that the pump's history was all correct. No associated alarms were noted. The pump's advanced features were reportedly correct. The cartridge was bubble free and within normal limits. The site and infusion set were also noted as being within normal limits. The patient admitted to possibly having scar tissue build up. She denied having any new medications or changes in activity. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed she developed an elevated blood glucose level and a symptom of vomiting which can be associated with severe hyperglycemia. At this time however, it is unknown if the pump contributed to the patient's injury in any way.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use observed in the pump history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.